Event description:
It was reported that during a remote follow-up, episodes of right ventricular oversensing due to fusion beats that resulted in post-paced t-wave oversensing were noted. Technical support was contacted and recommended reprogramming to resolve the oversensing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.